Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2013-17696. It was reported the pt is unable to charge her scs ipg. It was also reported that prior to the inability to charger, the pt experienced uncomfortable warmth at her scs ipg pocket site while charging. A replacement low energy charging system was sent to the pt. On 08/01/2012 st. Jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
(B)(4). This ipg serial number was included in field advisories and a field correction. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.